Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were confirmed reports of the catheter tip could potentially be cut off resulting in the catheter pouch seal having an opening near the tip of the catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were confirmed reports of the the catheter tip could potentially be cut off resulting in the catheter pouch seal having an opening near the tip of the catheter.